Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went into diabetic ketoacidosis right after starting pump therapy. Customer's blood glucose (bg) was in the 400 mg/dl range. Customer was nauseous, vomiting and weak. Customer was unable to administer an insulin injection and paramedics were called to assess customer. Customer was retrained by their therapy trainer.